Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and hub/collar separation was observed. The incorrect bevel orientation noted by the customer can be attributed to the loose connection between the hub and collar. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that hub separated from the device with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 5 separate occasions prior to use. The following information was provided by the initial reporter: there was also a flimsy connection of the needle and the hub. Device was opened from the same box and it fell apart.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hub separated from the device with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 5 separate occasions prior to use. The following information was provided by the initial reporter: there was also a flimsy connection of the needle and the hub. Device was opened from the same box and it fell apart.